Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 3 no longer met specifications for optical properties when the returned device was connected to the tactisys quartz unit. Further investigation revealed optical fiber 3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. In addition, the deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector. The IFU states: caution: do not use contrast fluid in catheter.

Event description:
During the pvc ablation procedure, optical problems with the tacticath caused a delay. Initially, the ablation catheter was functioning normally. However, due to the need for contrast imaging, contrast medium was injected through the ablation catheter. Following this, the system indicated a loss of pressure monitoring. After replacing the tactisys quartz ablation system, the issue persisted, and the ablation catheter remained non-functional. We subsequently replaced the ablation catheter, after which it functioned normally. The procedure was completed without adverse consequences to the patient.